Event description:
A caller reported an issue where the pump screen display was flipped and appeared as a mirror image, affecting the ability to interact with and read the screen. There was no reported impact on the customer¿s blood glucose level due to this issue. To resolve the problem, the customer was advised by technical support to replace the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.